Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to recessed usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump am/pm time setting was switched. Reportedly, the customer believed the pump switched this setting on its own. Customer had elevated blood glucose (bg) levels (402 mg/dl). Customer delivered a bolus to address elevated bg levels. Tandem technical support guided the customer through adjusting the pump time settings.